Event description:
Revision surgery - due to the patient's insert wearing and the poly breaking; the surgeon replaced the original insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a worn insert and a broken poly after 5 years, 7 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 7 prior complaints against this part number with similar failure mode pertaining to "wear/excessive wear". This is the first complaint reported for the incident lot# 53937828. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.